Event description:
During a laparoscopic cholecystectomy procedure, clip jumped out from the jaw at 5th or 6th firing. One clip fell into the pt's body, but it was retrieved. Another like device was used to complete the case. There were no adverse consequences to the pt.